Event description:
It was later reported the rv lead had an apparent fracture at two places, at the end and at the top of the lead.

Event description:
It was reported the right ventricular (rv) lead superior vena cava (svc) coil impedance had spiked to greater than 200 ohms and had variability in measurements. It was also indicated that the rv lead pace/sense impedance had increased to 874 ohms and was normally 600 ohms and the thresholds had risen. The svc was reprogrammed off until the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor fractured, the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.